Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2413 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (redu2413) have been reported from the same facility in (B)(6).

Event description:
It was reported that a catheter was depressed at the valve and ups and downs were seen when flushing the catheter. The catheter wall may be damaged, unable to achieve sterile isolation. It was stated this occurred with eight devices. This report addresses the fifth device.